Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm after the hospital staff inserted two fully charged batteries while the driver was supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The customer-reported alarm was confirmed in the driver's alarm history but was not able to be reproduced during investigation testing. The recorded fault code found in the driver's alarm history can be recorded during onboard battery exchange while operating the driver only on battery power (if one battery is removed too quickly after the first battery has been replaced), or if one of the onboard batteries is not fully latched in place. As the customer-reported issue states, the alarm recorded after an onboard batteries exchange. The driver passed all functional test requirements with no anomalies or alarms. A battery exchange test was conducted to determine if the driver would alarm during onboard battery exchange as reported in the customer experience. The onboard batteries in use at the time of the customer-reported experience were not returned with the driver; therefore, testing was conducted with test onboard batteries. The battery exchange test resulted in no alarms or malfunctions. The customer experience could not be duplicated through investigational testing; therefore, the root cause could not be conclusively determined. Despite the customer-reported alarm, the investigation determined there was no evidence of a device malfunction and the driver performed as intended. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm after the hospital staff inserted two fully charged batteries while the driver was supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.